Event description:
The plaintiff's attorney alleges that the pt experienced a sudden cardiac event and subsequently expired on the same day as a result of naturalyte and/or granuflo being administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.